Event description:
Non-delivery reported. The physician does not recall exact infusion solutions but indicated a possible protocol would be lactated ringers on line a, phenylephrine on line b, nitroglycerin on line c, and nitroprusside on line d. The physician made a program change and shortly after that an error code (specific code not recalled) displayed on all four channels of the pump, the pump ceased infusion, and would not allow any programming. A replacement pump was secured and all pt lines were immediately transferred. There was no delay in pt therapy and no change noted in the pt vital signs. No pt harm was reported.